Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgment and stent damage occurred. Access was obtained through the brachial artery. The 95% stenosed lesion was located in a severely tortuous and severely calcified distal circumflex (cx) artery. The lesion was predilated with a 2.5x15mm maverick2 balloon. The taxus express2 3.0x24mm drug eluting stent was advanced to the lesion, but the distal portion of the device became caught on calcification in the left main trunk. The physician attempted to remove the delivery system; however, the guide catheter lost positioning and "fell out" of the coronary artery into the aortic valve. The delivery system remained in the left main. The physician attempted to remove the entire system however the device was unable to pass through the sheath in the brachial artery and the stent dislodged. The dislodged stent was able to be retrieved with a snare. It was further reported that the edge of the stent was lifted. The procedure was completed with another taxus express2 stent. No further pt complications occurred. Pt status is satisfactory.